Event description:
It was reported that a small volume folfusor leaked after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted fluid inside of the package that contained the device due to an untightened blue winged luer cap. A functional leak test was then performed; the luer cap was hand tightened, the unit was filled with colored water, and the device was observed for leakage until the following day. No leak was observed during this test. Leakage due to a defective product was not verified. A batch review was conducted for lot 14f046 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.